Manufacturer narrative:
H.6. Investigation summary: the device history report for lot number 7208947 was reviewed, no related abnormalities were found. Material number 383323 for lot 7208947 was manufactured on 07/28/2017. This is the first instance of this failure mode with this lot number. According to the sampling plan applied for product performance, this lot was accepted and released, with no defects being noted during final assembly or in packaging visual inspections. Additionally a sample and photograph were provided for the purpose of aiding our quality engineer's investigation, samples were visually evaluated for missing components. All components were found to be present on the device, the safety device was observed to be activated through the application of force according to the instructions for use included with the device. Investigation conclusion: unfortunately the root cause for this complaint could not be determined. Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: b.2. Event attributed to: other d.8. Device single use?: no.

Event description:
It was reported that bd saf-t-intima¿ IV catheter safety system had a safety system failure, "the cylindrical tube separated from the needle, allowing the needle to be completely free". No serious injury or medical intervention was reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd saf-t-intima¿ IV catheter safety system had a safety system failure, "the cylindrical tube separated from the needle, allowing the needle to be completely free". No serious injury or medical intervention was reported.